Event description:
The manufacturer received information alleging a ventilator's screen froze and would not turn on or off for around ten minutes. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's screen froze and would not turn on or off for around ten minutes. There was no harm or injury reported. During the evaluation of the device at third-party service center, the reported allegation was confirmed. The device passed functional testing but experienced intermittence due to a damaged back light cable. The back light cable has been replaced to resolve the issue. Additionally, the blower, air inlet foam filter, and tubing were replaced. The bellows seal, system board, and fio2 tubing were replaced due to saline contamination. A supplemental final report will be filed.